Event description:
It was reported that while in the cath lab, the md inserted a sheath and then the iab. After the aib was inserted, the pump (acat 1, iab-0100) alarmed "high pressure". The iab was removed. Another iab was used without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.